Event description:
It was reported that bd maxzero extension set was occluded. The following information was received by the initial reporter with the following verbatim. It was reported by customer that maxzero trifuse extension sets that will not flush. There is a blockage in them. I kept one from last night to give you.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.